Event description:
During a single level percutaneous discectomy, the flextip nucleotomy blade broke during the surgical procedure. The surgeon removed the material from the disc speace. To date, there have been no adverse effects noted in the patient's condition.